Event description:
It was reported that during the procedure, when the package was opened, it was found that one sterile package was missing. No patient injuries were reported. Procedure was completed with the same device.

Manufacturer narrative:
Device will not be returned for evaluation. A review of the manufacturing records confirmed all components required for this product build were issued to the work order. Event description updated.

Event description:
It was reported that during the procedure, when the package was opened, it was found that one sterile package was missing. Product was implanted into the patient. No patient injuries were reported. Procedure was completed with the same device.